Event description:
It was reported that during laparoscopic appendectomy, the device staple line was not completed and the staple line bled through. Cautery was used to secure the staple line. There was no pt consequence.